Event description:
Reporter alleged obtaining a result of 155 mg/dl on the mobile system compared back to back with a result of 80 mg/dl on the compact plus system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
The event occurred in (B)(6). No information was provided on the specific part number involved in this event. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the mobile suspect device system used. Reference medwatch report with (B)(6) for the compact plus suspect device system used.